Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had "fragmented colors and dark spots" that blocked the graphics and text. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.